Event description:
The user facility reported that when angio-seal device involved was inserted into the artery, no backflow of blood was observed from the drip hole. The device was then removed, and manual compression was applied to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. There was no health damage to the patient. The blood loss was less than 250cc. The procedure before deploying the device was percutaneous coronary intervention (pci). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was 5 mm. There was no patient injury/medical or surgical intervention required. No equipment or other devices were used with the involved product. The vent occurred intra-operative.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section b4 and to provide the completed investigation results. The initial MDR was inadvertently submitted with the b4 date being blank. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been attempting to insert the device without sufficient angulation resulting in a blood return issue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).